Event description:
It was reported that during the upgrade process, the flashcard was inserted into the handheld, but the handheld would not read it and the downloading process would not begin. A different flashcard was then used and the software installed successfully. The flashcard was returned to manufacturer for analysis. The reported event was not confirmed during analysis as the software installed successfully. No other anomalies were noted.